Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device upgrade procedure,  the right ventricular (rv) lead became partially dislodged and exhibited loss of capture and elevated thresholds . The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.